Event description:
It was reported during a laparoscopic hernia repair the ems stapler jammed during the case. 11/24/97 the rep reports a few staples were initially fired before the stapler jammed. A new ems opened to complete the case. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(14) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to how the reported "ems stapler jammed" during surgery occurred. The instrument was examined, was found to be functional, and was cycled and fired, the remaining 15 staples well formed. The experience the surgeon reported could not be repeated.